Event description:
As reported via the (B)(4) registry, a patient experienced a transient ischemic attack (tia) during the carotid index procedure. Pre-procedure nih stroke scale was 0, stroke scale was 1 and the patient was asymptomatic. It was noted that the patient did not have any neurological symptoms prior to the procedure. At the time of the index procedure, angiography revealed 80% stenosis to the left ostial internal carotid artery. The lesion was described as 15mm in length, type iii and moderately calcified. The reference vessel was 8.0 in diameter with severe tortuosity. A non-study embolic protection device was deployed and the lesion was pre-dilated. A 8.0 x 30mm precise pro rx was implanted at the target lesion. Debris was noted in the filter basket and in the aspiration catheter as well. There were no air bubbles present. There was 0% residual stenosis. During post dilation with a 5.5 x 20 aviator plus, the patient experienced right hemiparesis. The symptom was sudden. The event resolved after 9 minutes on the cath lab table. The event was diagnosed as a tia and was not medically treated. The event resolved in less than 24 hours with full recovery and no residual deficit. However, the post nih stroke scale score was 1 and the post stroke scale score was 0. Additional information received noted that the patient did not have any neurological symptoms post procedure. The patient was discharged two days after the index procedure due to hypotension and being on a dopamine drip. Concomitant medications included clopidogrel and aspirin at pre/post procedure and at discharge. Per the investigator, the event was related to the index procedure and not related to the cordis device.

Manufacturer narrative:
As reported via the (B)(4) registry, this (B)(6) female experienced a transient ischemic attack (tia) during the carotid index procedure. Pre-procedure nih stroke scale was 0, stroke scale was 1 and the patient was asymptomatic. It was noted that the patient did not have any neurological symptoms prior to the procedure. At the time of the index procedure, angiography revealed 80% stenosis to the left ostial internal carotid artery. The lesion was described as 15mm in length, type iii and moderately calcified. The reference vessel was 8.0 in diameter with severe tortuosity. A non-study embolic protection device was deployed and the lesion was pre-dilated. A 8.0 x 30mm precise pro rx was implanted at the target lesion. Debris was noted in the filter basket and in the aspiration catheter as well. There were no air bubbles present. There was 0% residual stenosis. During post dilation with a 5.5 x 20 aviator plus, the patient experienced right hemiparesis. The symptom was sudden. The event resolved after 9 minutes on the cath lab table. The event was diagnosed as a tia and was not medically treated. The event resolved in less than 24 hours with full recovery and no residual deficit. However, the post nih stroke scale score was 1 and the post stroke scale score was 0. Additional information received noted that the patient did not have any neurological symptoms post procedure. The patient was discharged two days after the index procedure due to hypotension and being on a dopamine drip. Concomitant medications included clopidogrel and aspirin at pre/post procedure and at discharge. Per the investigator, the event was related to the index procedure and not related to the cordis device. The patient¿s medical history includes hyperlipidemia, copd, coronary artery disease, coronary percutaneous revascularization and hypertension. (B)(4). The device was not returned for analysis as it remains implanted. A review of the manufacturing documentation associated this lot number presented no issues during the manufacturing process that can be related to the reported complaint. Hypotension is a well-known potential adverse events associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influence by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds, and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events. There is no evidence that the event was related to a manufacturing issue, therefore, no corrective action will be taken. Tia is a well-known documented potential complication of this type of procedure and is listed in the IFU as such. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. Based on the information provided and without the product available for analysis, it is not possible to draw a conclusion about a clinical relationship between the devices and the event. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.